Event description:
We use the stryker endoscopy system and their light cord has an adapter that is magnetic. The magnet has a metal plate to protect it but in this case the magnet came off and contaminated the back table while a patient was under anesthesia. We were able to quickly re-pick the instrumentation and supplies needed and no adverse affects on the patient as it was early in the process and the patient had just been put under. Had it happened mid-procedure the outcome could have been much more detrimental. I've reached out to our local stryker rep following the resolution of the incident and it was explained to me as a known issue.